Manufacturer narrative:
The patient was born in 1931. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis and was hospitalized on the same day as onset of the event. The breach was further specified as a change in caregiver. On an unreported date, the patient was treated with unspecified antibiotics for the peritonitis event. Fifteen days after the onset of event, the patient recovered. Pd therapy was ongoing. It was not reported if the caregiver was retrained on proper aseptic technique. Additional information is not available.